Event description:
The dealer reports that while at an adult day care program, an attendant placed the end user in a small elevator; however, the attendant did not accompany the end user because the elevator's dimensions were allegedly too small to accommodate two individuals inside. The dealer provided that the attendant operated the elevator from the outside. According to the dealer, the end user fell out of their wheelchair when the elevator door opened. The dealer reports that they believe the wheelchair's back canes were broken due to the back canes allegedly becoming caught in the elevator as it descended down to the next floor. After the incident, the end user was taken to the hospital for observation. The dealer reports that the end user broke a bone above his upper jaw as well as his orbital bone. There was limited information provided on the full incident and treatments options.

Manufacturer narrative:
Discussion: in evaluating the complaint, the dealer reports that while at an adult day care program, an attendant placed the end user in a small elevator; however, the attendant did not accompany the end user because the elevator's dimensions were allegedly too small to accommodate two individuals inside. The dealer provided that the attendant operated the elevator from the outside. According to the dealer, the end user fell out of their wheelchair when the elevator door opened. While there were no direct witnesses to the incident, the dealer states they believe the back cane handles became wedged in the elevator while traveling and got to a point where the tension caused the back canes to snap and the wheelchair to flip forward. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. After the incident, the end user was taken to the hospital for observation. The dealer reports that the end user broke a bone above his upper jaw as well as his orbital bone. The end user's teeth were pushed further into their gums and is seeing a surgical dentist for potential treatment options. There was no information provided on any current treatments being used. Conclusion: in conclusion, due to the allegation of serious injuries (broken bones in upper jaw and orbital area), this MDR is being filed.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.